Event description:
On (B)(6) 2024, a patient underwent stent placement procedure using 9x100 covera placed at the cephalic arch. Sometime post a stent placement procedure, the stent looked like it was coming apart under ultrasound and look like pancaked. The size of the vessel at the location of collapse was larger than 9 mm. The procedure was completed using another device.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images and videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent stent placement procedure using 9x100 covera placed at the cephalic arch. Sometime post a stent placement procedure, the stent looked like it was coming apart under ultrasound and look like pancaked. The size of the vessel at the location of collapse was larger than 9 mm. The procedure was completed using another device.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample was not returned for evaluation. Provided us images demonstrate a cross section of the placed stent, and the lumen is flattened, and the us video depicts the placed covered stent inside the vessel with flattening of the stent which leads to confirmed results for material deformation. A process related issue could not be found. Based on provided images and video, the investigation is closed with confirmed results for stent deformation. However, a definite root cause for the reported issue could not be identified. Labeling review: relevant labeling for this product was reviewed. Potential complications and adverse events were found to be referenced. The instructions for use states that potential complications may include but are not limited to: new lesions in the access circuit requiring reintervention, thrombotic occlusion, restenosis of the target lesion requiring reintervention and others. Covered stent specific events that could be associated with clinical complications such as misplacement, migration, embolism, fracture, compression, kinking and insufficient covered stent expansion. Instructions for covered stent deployment were found to be described in the instructions for use, e.g., "maintain a stationary hold on the white stability sheath during covered stent deployment. Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath, relaxed and avoid tension. Regarding covered stent size collection, the instructions for use states: "special care must be taken to ensure that an appropriately sized device is selected. In the case of a diameter difference between the inflow and the outflow end, utilize the following as the reference vessel depending on the type of access. For an av graft access, utilize the graft diameter and for an av fistula access, utilize the inflow vein diameter." G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.